Event description:
The manufacturer received information alleging the device will not mist or push out air. It is reported the side of the device's case looks to be melted but not discolored. The device was plugged into the wall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the device will not mist or push out air. It is reported the side of the device's case looks to be melted but not discolored. The device was plugged into the wall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The innospire essence was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device had an indention on one side of the top enclosure with warpage below and corresponding warpage on the bottom enclosure. The indention was jammed against the motor¿s fan blade. The motor was turned on but did not operate. Further inspection showed the motor had an open circuit. The root cause could not be confirmed at this time. The service center theorized the device came into contact with something that indented the casing and prevented the fan blade of the motor to turn thus causing the motor to have an open circuit. The devices warpage was caused by encountering a round object, due to the nature of the warpage shown in the photos, that was pressed against the device while being hot enough to cause warpage but not hot enough to discolor the device¿s enclosure.